Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: bsi 300 cm mailman ss 0.014; asahi chikai black 0.018 x 200 cm. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The graftmaster coronary stent graft system instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported shaft detachment. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.80 x 19 mm graftmaster device referenced will be filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a left supraclinoid internal carotid artery 10 mm pseudo-aneurysm. During advancement of the 3.50 x 19 mm graftmaster stent delivery system, it separated into 2 pieces outside the anatomy and was removed without issue. A 2.80 x 19 mm graftmaster stent was advanced and successfully implanted, resolving the pseudoaneurysm; however, the graftmaster occluded and the patient experienced a large infarct of the left cerebral hemisphere. On (B)(6) 2018, the patient died. No additional information was provided.